Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a afx devices on (B)(6) 2014. Patient was seen by physician for an issue unrelated to their abdominal aortic aneurysm issue when the physician identified a physical change in the patients' aorta where the initial devices have been implanted. The physician elected to implant a nellix device inside the initial implanted afx devices to prevent an implant separation or potential endoleak. The secondary intervention occurred on (B)(6) 2016, the patient was stable post procedure.